Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "after difficulty passing the implant through the funnel we noticed the gel had fractured and implant would no longer take back its round shape."

Event description:
Healthcare professional reported gel in breast implant had fractured and implant would no longer take back its round shape after attempting to use with keller funnel. The affected device was not implanted.